Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor current error detected noted. Insulin pump was unable to upload to carelink, problem isolated to electrical board. No low battery alert or replace battery now alarm noted during testing. Insulin pump received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump received replace battery now alarm. The blood glucose level was 5 mmol/l. Customer stated that this was the second occurrence of replace battery alarm without low battery warning. The product will return for the analysis.